Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 26 mmol/l. The customer's other blood glucose level was 20.5 mmol/l. The insulin pump received insulin flow blocked alarm but the issuer was resolved by troubleshooting. The customer treated high blood glucose level with insulin pump. The device is not expected to be returned for analysis.